Manufacturer narrative:
The device was returned in its shipped packaging. The device was interrogated and communicated normally with a programmer via both inductive and rf telemetry. The device¿s functionality was tested using automated test equipment, and it passed all tests. The cause of the reported field event could not be determined. The reported event of no communication could not be confirmed.

Event description:
Prior to device implant, it was impossible to interrogate the device with rf telemetry, however inductive telemetry was functioning properly. The device was not used and there were no patient consequences.